Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit powered up with unexpected blank display. Unit was unable to be downloaded or perform self test, active or current measurement test due to blank display. Unit was cut open to perform a visual inspection of connectors and electronic assemblies and found: moisture damage on pcba1, pcba2, motor assembly. Force sensor, lcd flex connector, and j6 connector. Test p-cap locked in place properly during testing. The following cosmetic damages were also noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, scratched case, cracked keypad overlay, and keypad overlay texture damage in summary, customer concern for cosmetic damage at backside of pump confirmed per visual inspection. Blank display confirmed due to moisture damage. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracks in the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer mentioned pump had a crack. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested and the device was returned.